Manufacturer narrative:
No product is being returned for evaluation. Based on the info provided, it appears that user error contributed to this event.

Event description:
During idet procedure the surgeon inserted one catheter from one side of the pt and had difficulty advancing the catheter beyond the midpoint of the disc. He opened a new catheter and placed a second catheter from the pt's other side and again, could not advance beyond the midpoint. One of the catheters was activated. The impedance was 800. Surgeon was notified by the sales rep. That the catheter would not work as the impedance was too high. The surgeon continued, and stated he thought he could advance the catheter further when the collagen was soft. Sales rep advised against it, however the surgeon did it regardless, without success. Procedure was aborted and catheters were removed. When laid side by side the staff noticed that the second catheter used was shorter than the first. Sales rep stated he observed that the surgeon did not remove the introducer and catheter at the same time, thus kinking the catheter. Catheter piece was noted on fluoro screen in pt and was not reoved. Sales rep. Indicated that the pt was referred to a neurologist.